Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-14792 - device 5 of 5. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010062, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6010062". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010062 was manufactured according to the work instruction (wi) version 118 and packaged in the linea 07 on 31-oct-2024, with a total of 29,400 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: no physical samples were returned. No defect on tests of reference samples, no non conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The patient reported difficulty in removing the infusion set insertion device after insertion. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released two days after being hospitalized. Customer replaced the infusion set and resumed insulin delivery successfully. No further information available.